Manufacturer narrative:
Suspect device returned and evaluated. All test results fell in range and no failures were detected. The highest reading stored in the meter for the supposed time of medical intervention was 424mg/dl. Pdc meters do not read over 600mg/dl. Any test result above 600mg/dl would give a reading of "hi"; this should alert the patient to take immediate measures to bring down their glucose level. With this, the patient could not have received a reading of 630mg/dl, as claimed. The patient's meter also had no stored "hi" readings.

Event description:
Pdc received a call on (B)(4) 2012 reporting medical intervention that occurred on (B)(6) 2012, at 6:30 pm. Caller claimed patient got sick using a prodigy meter. Caller said patient felt sick/nauseous, had abdominal pain and was vomiting. 630mg/dl was said to be the test result received from patient's prodigy meter. Medics were called and their meter read 552mg/dl. Time between prodigy test and that of medic's was 12 minutes. Patient was transported to the hospital where his reading was 600mg/dl and he was placed on an insulin drip. He remained in the hospital for 24 hours and was released with a reading of 213mg/dl. Patient's supplier already replaced the first meter due to the patient having the same issue. This is the patient's 2nd replacement request. Pdc sent patient a new, different meter with a prepaid envelope and asked that he return the suspect product(s) for evaluation. Per patient during call, stored readings are. Date and time doesn't seem to be set correctly.